Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported that the low pressure transducer was unable to read gas pressure. Since the event occurred during routine testing of the device, there was no pt involvement during this event.